Manufacturer narrative:
A steries technician was dispatched and reported that the light was placed into sevice in 10/2006. Photos revealed that the pin on the ear mount that is attached to the light was partially pulled out of the vertical support tube. When the nurse went to move the light, that is when the lighthead and extension arm reportedly came out of the tube. The pt sustained a minor injury from the impact. Engineering has tried to phone the hosp biomedical tech, on three separate occasions, with no response. An evaluation of a sample unit in-house revealed that when properly installed the suspension arm rear mount does not easily come out, but rather must be forced out. Improper installation or subsequent service appears to be the root cause of the event. The current design uses gravity and the weight of the light head to keep the assembly in place. A review of the drawings and the manual, indicate that the basic design of this part remained unchanged since approx 1978, with no changes to any of the assembly since 1983. This is an unusual event, with no other know reports of this type.

Event description:
Steris has contacted the customer for more information on the patient, however no additional information was available.